Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The customer had passed out and woke up in the hospital, and she did not recall the blood glucose reading. She was wearing the insulin pump at the time of the event. The hospital got her blood glucose under control and was discharged. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as was shown on the status screen. The customer had recently lost weight due to a stroke, and had lows ever since the stroke on (B)(6) 2015. She stated that she had passed out four times in the past month. The customer had stopped wearing the insulin pump and had experienced high blood glucose since then and stated that she would talk to her doctor about continuing use. The insulin pump was not replaced or returned.